Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that battery longevity anomaly was observed on the programmer and the patient¿s device had lost over four years of longevity in the span of twenty months. During a visit on (B)(6) 2016 the longevity was 4.3 years. In a recent patient visit in clinic, upon a programmer upgrade, the device was found to have reached elective replacement indicator on (B)(6) 2017. It was suspected that the programmer miscalculated the longevity of the battery life; it was noted that there was no sign of premature battery depletion observed on the patient's device. The patient¿s condition was stable.